Event description:
It was reported that per wo evaluation in an arctic sun device, entering bypass mode triggered alarm 001, coinciding with the flow rate dropping to zero. The pressure readings - inlet pressure (ip) remained at 1.0 psi. Further inspection revealed a damaged green wire within the I/o manifold harness connected to the pressure transducer. Per sample evaluation results received via task on 16apr2026, it was reported that the alarm 02 (low flow) pops up during burn-in process. Failed circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun stat was evaluated upon receipt. (Arctic sun stat) 01 patient line open, (arctic sun stat) 02 low flow. Alarm 02 pops up during burn-in process. The pressure readings - ip remained at 1.0 psi. Vacuum test - removed the fdl, manual testing of the left port confirmed suction was present, yet the ip reading remained unchanged at 1.0 psi. Replaced the pressure transducer, however, the issue persisted. Circulation pump was replaced. Damaged green wire within the I/o manifold harness connected to the pressure transducer. Manifold I/o harness was replaced. Verified full functionality after the repair using srw1190033 rev 17. The device passed all testing protocols and is now ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.